Event description:
It was reported that revision surgery was performed.

Event description:
It was initially reported that revision surgery was performed involving smith & nephew devices. However, subsequent enquiries have confirmed that the devices were those of another manufacturer. Therefore the initial report submitted on (B)(4) 2012 should be disregarded as erroneous.

Manufacturer narrative:
It was initially reported that revision surgery was performed involving smith & nephew devices. However, subsequent enquiries have confirmed that the devices were those of another manufacturer. Therefore the initial report submitted on (B)(4) 2012 should be disregarded as erroneous.